Event description:
It was reported a patient underwent a cardiac ablation procedure which included the use of a pentaray mapping catheter experienced cardiac tamponade during the mapping phase and treated with a pericardiocentesis and admission to ICU (intensive care unit). Transseptal puncture was performed and ablation had not been performed yet. During procedure, there was a sudden drop in blood pressure detected by anesthetist with no evidence of steam pop. After transoesophageal echocardiography (toe) examination, pericardial effusion was detected followed by the cardiac tamponade. Met (medical emergency team), code blue, and surgical team were called to drain pericardial space of excess fluid. The patient stabilized and was admitted to ICU. No excess force or impedance on ablator. Patient out come is fully recovered. No error messages on biosense webster equipment. Physician¿s opinion on the cause of this adverse event was potentially the pentaray shaft while creating fam (fast anatomical mapping). The most suspected device is the pentaray catheter as it occurred during mapping phase (mapping catheters are applied by touching cardiac tissue), no ablation had occurred, and the physician's opinion was that it was possibly the pentaray shaft that caused the effusion.

Manufacturer narrative:
E1 initial reporter phone: 03 9426 6477 the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31074083l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).